Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 198 mg/dl. Customer stated that the buttons were hard to press. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.